Manufacturer narrative:
(B)(4). We are awaiting device return. If the device is received, a follow up report will be submitted upon completion of our investigation.

Event description:
It was reported the sheath was advanced into the superior vena cava and the guidewire was removed from the dilator. The physician aspirated the sheath and dilator assembly and air was aspirated. The physician then stated the hemostasis valve was leaking and lost fluid. The sheath was then removed from the patient with no consequences.